Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1524002) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the device was inserted and the balloon was inflated. Button # 1 was pressed and released. Depressing button # 2 to compress the sealant against the arteriotomy was unsuccessful. The device was removed and manual compression was applied for 15 minutes and a sand bag was placed over the site. The patient's hospitalization was not prolonged as result of the event. No further information is available. Vessel location: peripheral.